Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h4, h6, h11. Corrected field: h6 (a09 removed). The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: white residue on the a/w channel. A root cause could not be identified. Based on the results of the investigation, it is likely image noise occurred when the plug unit failed and resulted in the e226 scope communication error. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colono videoscope exhibited scope communication error code (e226). This event occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.